Event description:
Physician was stent coiling a 12 x 15 x 12 ica aneurysm. The catheter was jailed and as he was deploying the third coil, the physician noted that the coil became difficult to push upon which he stopped advancing the coil. He withdrew the catheter slightly as to remove some forward pressure. He then attempted to withdraw the coil at which time he noticed that it was no longer attached. The coil bunched and upon retrieval fractured. The coil was then snared and most of it removed. The remaining coil was secured against the arterial wall with another stent. The patient had no negative events as a result of this incident.

Manufacturer narrative:
Conclusion: the devices received from the hospital did not contain any parts made by penumbra. The products returned were a sterile envelope for a stryker excelsior xt-27 microcatheter. Inside this was a specimen bag with a penumbra adhesive label in it and a carrier hoop inside. In the carrier hoop is an unidentified product not associated with penumbra. The hospital could not provide any other products used during this case. Therefore, there was nothing to investigate associated with this complaint. The product was not returned for evaluation. Without the return of the product, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Incorrect devices returned.